Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer replaced the cartridge earlier in the day and was able to successfully resume insulin therapy. Additionally, technical support emailed it regarding an issue with the replacement pump's incorrect warranty end date.